Manufacturer narrative:
Follow-up #1: date of submission :11/03/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/10/2016 with the following findings: no moisture was observed in the pumps infra-red window. The black box data showed an unconfirmed replace battery alarm on (B)(6) 2016 at 08:36 resulting in a power loss at 08:52. Deliveries resumed at 11:03. No damage was found to the battery compartment or returned battery cap. The returned battery cap was able to fully tighten to the pump with no yellow o-ring showing. The pump was exercised for 24 hours using the returned battery cap. No power interruptions were duplicated. The returned battery cap was evaluated and found to measure according to the required specifications. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pump passed leak testing. No evidence of internal moisture or damage to the power circuit was found during the investigation. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient experienced hyperglycemia with blood glucose measuring 500 mg/dl with associated confusion. The patient reportedly did not receive any treatment above or beyond the normal routine of diabetes care and management. This event was alleged to be associated with a pump power issue with moisture/corrosion in the infra-red window of the pump. The reporter stated the yellow o-ring on the battery cap was visible at the time of the reported power interruption. This complaint is being reported because the patient experienced a serious injury while on insulin pump therapy associated with an alleged power issue.